Manufacturer narrative:
(B)(4). Relationship of device issue to development of abscess is uncertain. Device is expected to be returned and a follow-up report will be filed upon completion of evaluation.

Event description:
There was a very bad abscess and antibiotics were started. There was leakage at the med port and it was very difficult to move external fixator, tract length 8 cm.

Manufacturer narrative:
The returned device was evaluated and enfit connector cracking was confirmed (this would explain the reported med port leakage). However, relationship of the confirmed failure mode to the reported abxcess is unclear.